Event description:
Introducer to biopsy device was attached to inner top cover when package was opened. Introducer is typically in slot in package and has to be pulled to release. Introducer was attached to top cover and fell onto ground when cover pulled back.